Event description:
Pt complaining of left side rib pain and cough x 1 week. Chest x-ray revealed broken catheter at midpoint. On 2/14/96, percutaneous removal of broken right subclavian cath via right femoral vein approach (radiology dept). 2/16/96 - removal of broken catheter part (surgical day care).